Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized due to bronchitis. Per medical records, the pt was hospitalized for possible healthcare-associated pneumonia. The pt had a several day history of cough, wheezing, fever, sore throat and occasional sputum production. She was originally treated with rocephin and levaquin. On 03/17/2014, the pt presented to the ER with worsening of wheezing and fever of 102 f. She was admitted and started on a healthcare-associated pneumonia regimen of maxipime and tobramycin. She was also given solumedrol for her bronchospasms. Chest c-ray did not show definite pneumonia. She had gradual improvement and was discharged on (B)(6) 2014 in stable condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of physician's assessment of the reported info and completion of the plant's investigation. Related mdrs: 2937457-2014-00744, 8030665-2014-00341, and 1713747-2014-99955.